Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a 3 fr per-q-cath was returned for evaluation. An initial visual observation of the photograph showed some usage residue on the sample in the returned photograph. A clear fluid could be seen leaking from the distal end of the strain relief of the catheter. A t-lock was observed to be attached to the luer hub of the catheter and no stylet was observed in the returned photo. While the catheter could be seen leaking in the returned photograph, no detail of the cause of the leak could be discerned. Possible causes of a leak include stylet damage, sharp instrument damage, and over-pressurization. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redv2882 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil.

Event description:
It was reported that before the procedure the holes were identified. When saline was administered in the catheter with a 10 ml syringe, it showed a hole in the extension, making it impossible to use. As this issue was detected prior insertion in the patient there was no patient or user injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2882 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that before the procedure the holes were identified. When saline was administered in the catheter with a 10 ml syringe, it showed a hole in the extension, making it impossible to use. As this issue was detected prior insertion in the patient there was no patient or user injury reported.